Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 559 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 559 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to complete pump rewind. The customer received 1 motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.